Event description:
Information was received that this smiths medical cadd legacy pump exhibited error codes 1260 and 1210. No patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good condition, with a scratched screen. The event history log was unable to be downloaded. The device was powered up and alarmed with error code 1260 which is a corruption of the memory of the circuit board. The circuit board will be replaced to resolve the issue.